Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis the balloon was reported to have ruptured. The vessel was described as having severe calcification, mild tortuosity and an unknown % stenosis. The balloon was inflated using an indeflator; however, the balloon ruptured at 14 atmospheres during the first inflation. The product was prepared and clinically used as per the IFU. There was no reported pt injury.

Manufacturer narrative:
Product is not available for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp, including burst test values. This review was extended to subassembly e7144602 with lot number 0201060324. This review confirmed that subassemblies met all requirements per the applicable mqp as well. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.